Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event cannot be determined. However, it is possible that patient and/or procedural factors described above may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in japan, during the tavi procedure, left ventricular perforation occurred as a result of device manipulation. Immediately after placement of the safari wire in the left ventricle, there were no changes in blood pressure and no evidence of pericardial effusion, and the patient remained stable. After insertion of a guidewire into the left coronary artery (lca) for protection, the delivery system was introduced into the body. During alignment of the s3ur valve, the blood pressure began to decrease to the 90 mmhg range. Transthoracic echocardiography revealed the presence of pericardial effusion. Although the amount of pericardial effusion did not increase significantly thereafter, cardiac perforation caused by the safari wire was suspected. Therefore, the safari wire was removed from the left ventricle, and the procedure was aborted. After removal of the delivery system, the blood pressure remained stable in the 90 mmhg range, with no further increase in pericardial effusion, and the patient was transferred back to the ICU. Volume loading such as blood transfusion, and administration of vasopressors including catecholamine were performed. The patient was observed in the ICU.